Event description:
As reported by the user facility: c/o "product leaked nitroglycerin and chemo agent causing a chemo exposure at the 2 metal parts in cassette" additional information was not provided by the facility after several requests were made for additional information. It was initially reported no injuries were noted.

Manufacturer narrative:
Four used sample pump sets were returned to the manufacturer to be evaluated. No visual manufacturing defects were noted. The samples were pressure tested per specification and no leaks were noted at the cassette portion of the set, as reported. However, one sample was noted to leak at the air vent on the spike of the nitro upper assembly part of the set. Although no inventory remains of the reported lot, the house retain samples for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. There are no other reports of this nature against the reported lot number. The nitro upper assembly set is a vendor purchased part. All available information has been sent to the actual manufacturer of the spike assembly on the reported set for further evaluation.